Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was not confirmed, as the full length of the suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to a stent graft interventional procedure. Reportedly, the suture broke during suture harvesting. The sutures of two proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 7f and the stent graft procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.